Event description:
A patient with a history of stroke and confusion was on a firststep select overlay and allegedly exited the bed. The patient was reportedly found on the floor without a pulse or respirations. It is unknown how long the patient had been on the floor, although it was reportedly less than forty-five minutes.

Manufacturer narrative:
Additional information provided by the risk manager of the user facility indicates that the patient was given a suppository and the curtain was pulled around the bed. He further indicates that the patient was checked at 0715 and was sleeping and was found expired sometime between 0745 and 0800. The risk manager also indicates that the patient was found by the doctor with her body on the ground in a kneeling position with her chin resting between the two siderails and the mattress (zone 3). He also indicates that the patient was not restrained and all four siderails were up on the bed frame. The risk manager confirmed that the firststep select was being used as an overlay on a hill rom 850 centra bed frame. A kci clinical consultant and a kci service technician responded immediately to this incident and found no problems with the firststep select. The hospital still has the surface although no malfunction was alleged. As of 08/28/2006, the risk manager indicates that there are no results of the autopsy on the patient and will call us when the results are available.